Event description:
Following placement of the catheter, the nurse withdrew the needle and heard a click, but the needle failed to retract into the safety barrel, resulting in, the nurse receiving a needle stick injury.